Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer received no delivery alarm and has high blood glucose level of 400 mg/dl. Current blood glucose value was 414 mg/dl. The current blood glucose level was 242 mg/dl. Customer reports they do not have a back-up plan available. Customer treated for high blood glucose with bolus. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of high blood glucose. The drive support cap appears normal. Customer declined to check for the presence of leaks or air bubbles in the tubing/reservoir. Customer assisted with performing the high pressure test and the results were passed. The high pressure test failed the first time and passed the second time. The insulin pump will not be returned for analysis.